Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the bmw universal ii was advanced and crossed the lesion. The voyager rx was delivered for pre-dilatation and during the second inflation, the balloon ruptured at 9-10 atmospheres. Upon removal, the devices were found stuck together. The voyager could not be moved on the guide wire, so the two devices were removed as a single unit. Reportedly, there were no adverse patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported the device was discarded. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. It is possible that the balloon material was damaged (scratched) during interaction with other devices and/or patient anatomy, resulting in the rupture in the balloon. Factors that may contribute to the resistance between the guide wire and the balloon catheter can occur due to, but are not limited to, device placement technique, guiding catheter support, outer diameter of the guide wire, inner diameter of the guide wire lumen of the balloon catheter, damaged balloon catheter, condition of the guide wire and/or anatomical morphology of the patient. The guide wire and the balloon catheter used in the procedure were not returned, which may have aided in the evaluation. Reportedly, the vessel was described as moderately tortuous and the lesion was 99% stenosed, which may have contributed to the difficulty. Anatomical conditions, such as tortuous vessels, can contribute to the difficulty, as they could cause the shape of the guide wire or catheter to become angled and make it more difficult to advance the balloon catheter over the guide wire. The design of low profile devices has resulted in minimal clearance between the guide wire and the catheter. In certain circumstances, such as during high pressure balloon inflations, manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level. Coagulation of blood or contrast can be a factor in reducing clearance. An attempt to move the wire in this reduced clearance condition can cause the coils to bunch up, increasing the diameter of the guide wire, which in the extreme condition can cause coil overlap. If the resistance is not reduced and continued force is applied to the system, the result is permanent deformation of the wire and/or guide wire lumen. The reported resistance could be related to case circumstances; however, since the product was not returned, a thorough analysis could not be performed, and a definitive cause could not be determined. A review of the lot history record did not reveal any non-conforming material records associated with this lot that could have contributed to this event and all lot release testing met manufacturing criteria. All balloon catheters are 100% leak tested on line and a sampling of units are rupture tested prior to release, inspects 100% for shaft damage and performs 100% guide wire movement. Additionally, quality control performs on line reliability testing to verify product quality.